Event description:
The pt developed otitis media at some time post implant surgery. Outpatient antibiotic therapy was not successful. On 9/25/96 the pt was admitted to the hosp for intravenous antibiotic treatment for a middle ear and mastoid infection. Staphyloccoccus was cultured. The infection cleared and the pt was discharged on 10/11/96. The infection reoccurred and the pt underwent device explantation and a modified radical mastoidectomy on 10/30/96. The health care professional has been informed that the explanted device should be returned to cochlear corp.